Event description:
It was reported that the 9800 system c-arm has no fluoro image. It was noted that a pop was heard and the system shut down in the middle of a case. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.